Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). At the time the event was originally reported, 3 events were reported and the batch was reported as 19c02ge561, however when the samples were returned two (2) samples of batch 19e12ge561 and one (1) sample of batch 19d18ge561 were returned, and it was unclear which sample belonged to which event so the batch has been reported as unknown for all three events and all 3 batches will be reviewed as part of the investigation for each. One (1) used sample and one (1) unused sample of batch 19e12ge561 were received for evaluation. The used sample was unable to be flow tested due to crystallization of the drug that had been used. The unused sample was flow tested and was within specification. One (1) used sample of batch 19d18ge561 was received for evaluation. This sample was flow tested and was within specification. Review of the device history records performed for the reported lot number and the lot numbers of the received samples did not reveal any abnormalities or non-conformances of this nature. The reported failure could not be reproduced. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event. The instructions for use do indicate that the following factors can affect the flow rate of the pump: 1. For every 1 degree celsius, the flow rate of the pump will increase by approximately 3% 2. External pressure, such as squeezing or laying on the pump, will increase the flow rate. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available. Note: at the time the event was originally reported, 3 events were reported and the batch was reported as 19c02ge561, however when the samples were returned two (2) samples of batch 19e12ge561 and one (1) sample of batch 19d18ge561 were returned, and it was unclear which sample belonged to which event so the batch has been reported as unknown for all three events and all 3 batches will be reviewed as part of the investigation for each. This report is being filed for event 1, event 2 will be reported under manufacturer report number 9610825-2019-00568, and event 3 will be reported under manufacturer report 9610825-2019-00569.

Event description:
As reported by user facility: event 1: infusion ended 9 hours early.